Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd discardit¿ ii syringe w/o needle had fibers inside the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd discardit ii syringe w/o needle had fibers inside the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
We have been provided with the affected samples. After the evaluation of the returned samples, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. DHR review for lot # 1805213. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (B)(6) 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8127719 (B)(6) 2018), and in lot #8134777 (B)(6) 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8128591, and #8119953 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8128595, and #8119957 and no problems, defects or qn related to the reported issue were found. Particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. Bd has initiated the appropriate corrective and preventive actions for this issue. (B)(4).